Event description:
Caller alleged imprecision with inratio meter. Results as follows: pt=31.2/inr=3.1, pt=16.6/inr=1.7, pt=2.5/inr=25.4. They sent a sample to the lab and the pt=32.7/inr=3.2. Patient is new to coumadin. At first the coumadin dose was 5.5mg then change to 3mg after the result. Dose changed again to 3.5mg after the result. Hematocrit level measured was 30.7%.

Manufacturer narrative:
Coumadin dosage was lowered after the result and raised. Hematocrit was 30.7% (hematocrit ranges between 30-55% will not affect test results). Patient on vicodin. The given values were not evaluated for accuracy or precision because of the time elapsed (they were all performed on different days). If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Products associated to the complaint were not returned. No corrective action is required as no product deficiency was established.